Event description:
It was reported that there was an issue with the product (495tip - fiber optic light cable, 300cm, ø4,8mm). According to the complaint description, the patient was burned during surgery using the light source (light source was set at 80%), causing a short delay. Per the customer, the scope with active light cable connected was not laid on the patient, and the burn occurred during use. Customer wasn't sure if it had something to do with the patient's size. The burn size was a little larger than a dime and occurred right below the belly button. The burn reddened, and it didn't blister. It was treated with a tefla pad over the burn area. Per the customer, the patient is doing fine, and no further treatment was necessary. This complaint involves a total of 3 items (complaint numbers: (B)(4) of which (B)(4) is probably the cause of the burn. The associated devices are mentioned.

Manufacturer narrative:
The product involved was not returned for evaluation. The customer has indicated that there is currently no plan to return the product for evaluation. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The product involved was not returned for evaluation, and we have been unable to obtain further details about the event. Our IFU contains a warning to avoid direct tissue contact with the distal end, as well as with the light port of the telescope and the light cable, and to never allow the endoscope to rest on the patient or come into direct contact with surgical accessories. This event is filed under internal complaint ID (B)(4).